Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Switch area was swollen - oral-b [device physical property issue] . Case narrative: consumer via e-mail stated that the oral-b vitality toothbrush switch area was swollen. No injury was reported.